Manufacturer narrative:
A non sterile optease retrievable filter vessel dilator, an obturator, two cannula sheath introducers and an optease filter in its original filter case were received for analysis inside a plastic bag. The obturator was received inserted through one of the cannula sheaths received. The two cannula sheath introducers were numbered identified in order to perform analyses. Per visual analysis, no anomalies observed on neither component received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In order to perform filter analysis, the received obturator was withdrawn from cannula sheath identified as number two and the filter case with filter was placed in the hub of this same cannula sheath and pushed all the way through the cannula up to the tip. The filter was successfully advanced out of the cannula sheath with no resistance felt or experienced on neither component. The filter was successfully deployed and visually inspected and no anomalies observed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information received on 7/8/14, indicated that the sales rep confirmed that the returned sample was the one used in the procedure. Per the qual rep, "maybe the surgeon withdraw the filter into the cartridge after he found it was out of shape". There is no additional information available. Complaint conclusion: during inferior vena cava placement of an optease retrievable filter, the physician noted that the filter was compressed/crushed after deployment. The surgeon withdrew the device immediately without any difficulty and another same like product was used to complete the procedure. There was no adverse event reported for the patient. The device had been prepped per IFU instructions. There were no anomalies noted prior to inserting the device in the patient. The account confirmed that the filter was not fractured. It is unknown if the filter was implanted tilted. Procedural films are not available for review. The sales rep confirmed that the returned sample was the one used in the procedure. Per the qual rep, "maybe the surgeon withdraws the filter into the cartridge after he found it was out of shape". There is no additional information available. A non-sterile optease retrievable filter vessel dilator, an obturator, two cannula sheath introducers and an optease filter in its original filter case were received for analysis inside a plastic bag. The obturator was received inserted through one of the cannula sheaths received. The two cannula sheath introducers were numbered identified in order to perform analyses. Per visual analysis, no anomalies observed on neither component received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In order to perform filter analysis, the received obturator was withdrawn from cannula sheath identified as number two and the filter case with filter was placed in the hub of this same cannula sheath and pushed all the way through the cannula up to the tip. The filter was successfully advanced out of the cannula sheath with no resistance felt or experienced on neither component. The filter was successfully deployed and visually inspected and no anomalies observed. The complaint reported by the customer as ¿thrombectomy systems-filter-damaged - in patient¿ was not confirmed during the analysis since the received optease filter was successfully advanced out of the cannula sheath and visually inspected and no anomalies found on filter component. Neither the DHR review results nor the analysis performed suggest that the failure experienced by the customer could be related to the manufacturing process. No corrective or preventive action will be taken at this time, given that the reported failure does not appear to be related to the manufacturing process. The complaint reported by the customer as ¿thrombectomy systems-filter-damaged - in patient¿ was not confirmed during the analysis since the received optease filter was successfully advanced out of the cannula sheath and visually inspected and no anomalies found on filter component. Neither the DHR review results nor the analysis performed suggest that the failure experienced by the customer could be related to the manufacturing process. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event.

Event description:
During an unknown procedure, after the optease retrievable filter had been deployed, it was reported that the surgeon found the filter to be compressed/crushed. The surgeon withdrew the device immediately without any difficulty and another same like product was used to complete the procedure. No adverse event on the patient. The device had been prepped per IFU instructions. There were no anomalies noted prior to inserting the device in the patient. The account confirmed that the filter was not fractured. It is unknown if the filter was implanted tilted.